Event description:
It was later reported that the device was in use by a patient when the alarm occurred. The patient did not experience any adverse consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days ((B)(6) 2020 per time stamp). It is unsure if the clock was set correctly during the events occurring prior to (B)(6) 2020 due to the event date not being captured and the clock being updated on (B)(6) 2020 at 14:18, there was a pump stop due to user request. At 14:19, a motor disconnected: m2 alarm activated followed by a system alert: s3 alarm which was able to be muted. The console was evaluated. The console was powered on as intended and passed the self-test. The console was tested for an extended period of time at different speeds and functioned as intended. The console battery was replaced, and preventative maintenance was performed. The reported event was unable to be reproduced. The console was returned to the customer. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. Additional provided information communicated indicated that no other details could be provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 3003306248-2020-00053. It was reported that there was an s3 alert on the centrimag system. No further information was provided.